Event description:
A 7 mm diameter x 2.0 cm length bridge assurant biliary stent system was inserted into a patient for the endovascular treatment of a 50% occluded superior mesenteric artery in 2003. Vessels were not tortuous and not calcified. It was reported that the lesion was not pre-dilated. It was reported that the physician inserted the stent delivery system through a 6 french cordis sheath outside the patient to ensure it passes through the sheath. The devivery system was then inserted into the femoral artery through the same sheath; however, it would not advance and was removed from the patient. The physician then attempted to insert the stent through the brachial artery; however the stent delivery system was not long enoguh. The physician decided to remove the delivery system from the patient. As the device was being retracted, 5 mm of the stent came out in the sheath and the remaining 15 mm appeared to be stuck within the vessel and dislodged into the brachial artery. The stent was surgically removed and the patient was left untreated. No additional sequelae were reported and the patient is reported to be fine.